Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: primary disease: lung cancer, invaded diaphragm. The stapling was formed at the middle of the target tissue. The surgeon cut the tissue along the staple line by electric cautery and removed the device since the knife did not return with using the manual override mechanism. The surgeon sutured the remaining tissue which was not formed stapling. There was no bleeding related the failure. Doctor¿s comment: the patent who had lining of the chest thickened which was caused by invasion and inflammation. At first, the patient was going to resect all cancer, but the surgeon finished only pleurectomy because the area of cancer was broad than expected. The patient is stable.

Event description:
It was reported that during a semi-open pneumonectomy, the knife stop sound was heard at the 2nd firing on the visceral pleura. The target tissue was thick, and a neoveil tube was used together at the firing. The surgeon pulled the firing trigger several times, the knife moving sound was heard. After the knife returning sound was heard, the surgeon tried to open the jaw. But the closing lever was not fully returned, and the jaws did not open. Then, the surgeon released the closing lever by hand, but the jaws did not open. The forceps was used to open the jaws, but the issue was not resolved. When the proximal end part of the jaw was checked, it was found that the knife did not fully return to the home position. The knife did not fully return to home position after the knife reverse switch and the manual override lever were used. Then, a scissors was used on the tissue to remove the device, and additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/20/2020. D4: batch # t5e110. Investigation summary : the analysis found that one pcee60a device was returned with the closing trigger open and anvil in closed position, the anvil was noted to be bent upwards. One gst60t cartridge loaded in the device. The cartridge reload was received partially fired 2/3 with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. In addition the knife was noted to be buckled. No functional test was performed due the condition of the device. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during.